Event description:
It was reported that the pump touchscreen was unresponsive. During troubleshooting with tandem technical support, the pump was operating as expected. Customer continued to use the pump for insulin therapy. It was reported that the pump touchscreen was registering incorrect interactions. Customer's blood glucose was 172 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.